Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was being performed on a de novo lesion located in the left circumflex artery (lcx). A 32 x 2.75 promus elite stent was implanted in the lcx. Orthogonal views were taken post stenting and a distal edge dissection was noted. To cover the edge dissection, another device was used. The procedure was completed and the patient was reported to be stable.